Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in fiel, (B)(4). Problem: after an endoscopic examination, the operator was handling an approx a two meter long medical "guiding" wire. Accidentally, the operator moved back a little and the metal guiding wire went through one of the x-ray generator front cover air openings. This caused a short circuit between an internal powered part and the grounded generator front cover. The fault-current circuit breaker and a fuse tripped so that there was no harm to any person.

Manufacturer narrative:
Conclusions: directly after this incident an investigative team visited the site. The team concluded that this event (which was the first case ever mentioned in an installed base of more than 7000 identical generators) is a single case and the reoccurrence is classified as "improbable". Moreover, due to the design of the air openings and the electrical design (which comply with iec / en (B)(4) and iec / en (B)(4) requirements) the penetration of such a wire will most probably lead to an internal short-circuit with circuit breaker protection and no danger to the associated personnel.